Event description:
When the rn was administering blood to a patient, the tubing of the blood solution set had a broken piece on it causing the blood to leak out onto to the nurse and floor. This did not reach the patient.